Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 187 mg/dl and sensor glucose was 57 mg/dl at the time of incident when it triggered threshold suspend. The customer's blood glucose was 213 mg/dl and sensor glucose was 152 mg/dl at the time of call. The customer's fingerstick value was 255 mg/dl at the time of call. Explained sensor glucose and blood glucose meter readings will be close, but rarely match due to how glucose travels in the body. The customer stated that they used enhanced taping method and placed the transmitter appropriately. The sensor will not be returned for analysis.